Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was moderate calcification and moderate tortuosity. It was reported that the physician was unable to place the bifurcated stent graft via the left side. The physician selected to place the bifurcated stent graft via the right side successfully. Upon removal of the delivery system, the physician could see evulsion of the artery. The physician then selected to stop the removal of the delivery catheter and performed a retroperitoneal incision. The incision exposed the external iliac artery and the stent delivery system catheter. The physician inserted a reliant stent graft balloon catheter to control the blood loss. Then the physician removed the delivery system and part of the artery. A conventional graft was sewn to the aneurx graft covering the area where the artery had evulsion. No add'l sequelae were reported and the pt is fine. There is no further info available for this case.